Event description:
Rptr had eruption of hives consistent with the use of latex gloves. A few days later she had severe eruption, inflammation, and difficulty swallowing. She was diagnosed with allergy to latex after observation, skin testing, and blood test. She required extensive treatment with antihistamines and cortisone. She is still allergic to latex including paint and rubberbands.